Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Article 399.086 lot 5901317 has been manufactured on february 24, 2009. The investigation of the device history record shows no irregularities. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device broke during a procedure before it was used on the patient. There was no delay to surgery time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the complained forceps has shown that one prong is broken off and the second prong, the tip is strongly bent. Further investigation regarding the manufacturing documents shows conformity to the specification (manufactured in february 2009). The broken surface is homogenous what indicates material conformity as well. What a mechanical forces impact sheared on the prongs cannot anymore be detected. It is likely that the damage has occurred due to a temporary overloading which indicate the bent prong. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.